Event description:
It was reported, the patient's charger was unable to locate the ipg. During the patient's lead revision procedure on (B)(6) 2014 (documented under MFR. Report#: 1627487-2014-24426), the physician noticed the ipg flipped. In turn, the physician repositioned the ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.